Event description:
The customer reported a blank display. The customer did the troubleshooting, but the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a problem with the liquid crystal display board.